Manufacturer narrative:
Product analysis: as found condition: the concerto coil was returned within a shipping box; within a sealed biohazard pouch and within a sealed pouch. Visual inspection: the concerto coil was returned without the introducer sheath. No damages were found with the pusher. The implant coil was found not attached to the pusher. The implant coil was found to have broken off from the pusher from the coil shell weld. In addition, the implant coil polypropylene filament broke off from the detach element. The implant coil was found to be damaged. No other anomalies were observed. Testing analysis: the concerto coil could not be used for resistance testing with an in-house catheter due to its damaged condition. Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿coil resistance/stuck on catheter¿ was confirmed. Advancing the concerto coil against resistance would result in damage to the implant coil subsequently causing the implant coil to break off from the pusher. It is possible that these damages occurred when the customer attempted to advance the coil through the catheter against the resistance. Possible causes of resistance include the use of a damaged catheter, incompatible catheter, lack of hydration before the procedure, patient tortuous anatomy and lack of continuous flush with heparinized saline during delivery. The device was prepared according to the instructions for use (IFU). Information regarding the use of a continuous flush and the patient¿s vessel tortuosity was not provided. The model and lot numbers for the microcatheter used in the event were not provided; therefore, compatibility could not be assessed. Since the catheter wasn¿t returned, an analysis could not be performed. The cause for the reported resistance could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the concerto coil could not pass through the microcatheter. A replacement coil was used to complete the procedure. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU).